Event description:
The customer reported that the pump is alarming and will not turn off. No adverse reactions were reported during the use of the device. The device was sent for further evaluation. The device was received for further evaluation and was received without any visual damage or defects. The event log of the pump was downloaded and reviewed. There was a single instance of error 99 (activation of the watch dog) that could not be duplicated during evaluation. The technical error 99 triggers an alarm and stops the pump. The device was found to meet specification.